Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor went into threshold suspend with blood glucose of 384 mg/dl and sensor glucose of 58 mg/dl. Sg and bg difference is not within target range of glucose difference. The sensor was not returned for analysis.